Manufacturer narrative:
The following devices were also listed in this report: triathlon pkr baseplate #4 lm/rl; cat# 5620-b-401; lot# unknown. Unknown_joint replacement_product; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The devices were implanted for a monocompartmental osteoarthritis of the left knee in 2018 in (B)(6). Following the septic mobilization of the prosthesis, the removal has been performed.